Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (kink); (small and severely calcified iliac arteries).

Event description:
An endurant stent graft system was selected for use in a pt for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approx one month ago. The access vessels were severely calcified and moderately tortuous, measuring 7 mm in diameter. It was reported that due to the severe vessel calcification, the endurant delivery system could not be inserted on either the right or left side after multiple attempts. Dilators and balloons were used without success. The device was removed and kinking of the graft cover was evident. It was decided to create a femoral endarterectomy through which a shorter 145 mm endurant delivery system was advanced and successfully deployed. The delivery system was discarded by the user facility. No clinical sequelae were reported and the pt is fine.